Event description:
It was reported that there was an altitude alarm on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer replaced the cartridge to resolve the issue, and the pump resumed normal operation. Additionally, technical support provided tips for preventing future altitude alarms, which the customer acknowledged.